Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient presented to the hospital with back pain and bruising. Additional follow up revealed the right ventricular (rv) lead had perforated the ventricle via computerized tomography scan. The lead remains in service. No additional adverse patient effects were reported.